Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of printed circuit board, error code b30 occurred and receptacle pin corrosion. A root cause could not be identified. Based on the results of the investigation, it is presumed that the failure of the printed circuit board caused the event with error code e110. Additionally, it is presumed that the event with error code b30 occurred due to corrosion of the receptacle pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had an error code e110. The issue was identified during inspection for use. There were no reports of patient harm.